Manufacturer narrative:
The technician found something leaked into the siderail center arm, causing the latch to stick open. The technician cleaned the siderail center arm assembly to repair the bed.

Event description:
Info received indicates the left head siderail is not latching.